Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt was no longer able to hear with his device. To date, no further info has been received regarding any possible reason. A review surgery is planned to be carried out by end of (B)(6) 2012.